Event description:
This ra lead was implanted in (B)(6) 2003 and was explanted on (B)(6) 2017. In a form received by medical records with a scan date of august 21, 2017, it was noted that the lead extraction indication was debulking and the lead procedure indication was high impedance. The physician was dr. (B)(6) at (B)(6) . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).